Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings break - tampon [device breakage]. Case narrative: consumer reported via rr that the tampon strings would break. No injury reported.